Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® gold-tite® hexed screw (iunihg) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The customer has not provided additional pictures or x-ray images of the product. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the iunihg dating back to 12 months. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported product. Complainant reported fractured screw. The reported complaint could not be verified with the information provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to report (B)(4). T3® with dcd® tapered implant, 4/3 x 11.5mm, item #: bnpt4311, lot number: unknown. The following information is unknown at the time of this report: age/sex/weight/ethnicity: not provided. Lot number not provided. Device manufacture date: unknown. The reported device is expected for evaluation, but has not yet been received. Once investigation is complete, a follow up medwatch will be submitted.

Event description:
It was reported that the iunihg screw fractured inside the bnpt4311 at tooth site 11. The screw is stuck in the implant. The patient will return for screw removal.